Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline breast prosthesis. Capsular contracture baker grade iii on the left breast was determined. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 250cc saline on (B)(6) 2018. The patient experienced no accompanying symptoms.

Manufacturer narrative:
On 5/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 6/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Product evaluation's visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. The device history record (DHR) for the lot number 7395883 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).